Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer forgot to reconnect the infusion tubing to the infusion site after a shower. The customer's blood glucose (bg) level was 250 mg/dl. Tandem technical support assisted the customer with programming and delivering a bolus.